Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during the load process. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered a manual injection to bring bg levels back to target range.